Event description:
Reported via journal article. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. At an unknown date, it was discovered on transesophageal echocardiogram (tee) and confirmed on computed tomography (CT) imaging that there were large pedunculated mobile masses considered to be device related thrombosis (drt). The patient required a transcatheter debulking procedure (tcd) due to multiple comorbidities. A cerebral embolic protection (emp) device and a systemic (emp) device (a 35mm watchman flx delivery system and closure device) was placed through a watchman access sheath (was) and the laa drt was removed in its entirety. Both emp devices were removed. An ablation was then performed as planned by the physician to treat a pre-existing arrythmia. The procedure was concluded. No further interventions or patient complications were reported. The patient was re-initialed on oral anticoagulation and discharged. The 60-day follow up tee showed no evidence of recurrence of drt.

Manufacturer narrative:
B3: used bsc aware date as event date, as it is unknown literature citation: lee, b et al. Novel use of left atrial appendage closure (laac) device for embolic protection in the ascending aorta. Poster session vi. (B)(4).

Manufacturer narrative:
Medical media was provided and was reviewed by a bsc quality engineer and did not appear to depict any device or user related allegations and resulted in no questions requiring further investigation. H6: code changed from cmc - no problem detected to known inherent risk of device.

Event description:
Reported via journal article. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. At an unknown date, it was discovered on transesophageal echocardiogram (tee) and confirmed on computed tomography (CT) imaging that there were large pedunculated mobile masses considered to be device related thrombosis (drt). The patient required a transcatheter debulking procedure (tcd) due to multiple comorbidities. A cerebral embolic protection (emp) device and a systemic (emp) device (a 35mm watchman flx delivery system and closure device) was placed through a watchman access sheath (was) and the laa drt was removed in its entirety. Both emp devices were removed. An ablation was then performed as planned by the physician to treat a pre-existing arrythmia. The procedure was concluded. No further interventions or patient complications were reported. The patient was re-initialed on oral anticoagulation and discharged. The 60-day follow up tee showed no evidence of recurrence of drt.